Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 1.0mg/ml for a total dose of 0.1999mg/day, bupivacaine 15mg/ml for a total dose of 2.999mg/day, and compounded baclofen 100mcg/ml for a total dose of 19.99mcg/day via an implantable pump for malignant pain, cancer chemotherapy, other carcinoma, and spine/back. It was reported on (B)(6) 2018 the patient presented to the clinic for a post-operative visit one week post pump and catheter revision. It was noted that the patient's pump was replaced on (B)(6) 2018. Examination on (B)(6) 2018 revealed redness at the abdominal incision/redness at the pump incision. On (B)(6) 2018, an antibiotic was restated (keflex 500mg every 6 hours for 5 day). On (B)(6) 2018 the patient contacted the clinic reporting that the pump site was red/had increased redness and was hot/warm to touch. On (B)(6) 2018 the patient presented for evaluation. On (B)(6) 2018, evaluation confirmed redness at the pump site and heat at/around the pump pocket. On (B)(6) 2018 the patient was started on doxycycline 100mg tablet twice a day for 5 days and bactrim ds 800mg-160mg tablet every 12 hours for 10 days. On (B)(6) 2018 the patient was scheduled for emergent pump and catheter explant. On (B)(6) 2018 the entire system (pump and catheter) were explanted/not replaced and device disposition was returned to manufacturer. The clinical diagnosis was pump pocket infection. The outcome of the event resolved without sequelae on (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient sent pictures of the wound to the hcp who determined the system needed to be explanted. No other diagnostics performed to confirm or deny infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was examined, on (B)(6) 2018, and the patient sent the provider photos of the wound. The provider indicated the patient needed to schedule explant. It was indicated the patient's baseline weight and the cause of the infection were not determined.